Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as high tech labs is an OEM manufacturing site. Medical device expiration date: unknown. Initial reporter name and address: initial reporter state: address information was not able to be obtained, therefore, (B)(4) was used as a place holder. Device manufacture date: unknown . Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during a bd sponsored clinical trial the bd microtainer® contact-activated lancet did not active during blood collection. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that during a clinical trail during blood collection the lancet did not activate. The lancet deployment was heard but patient did not feel a puncture.